Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8590-1, lot# n325440, implanted: 2012 (B)(6); product type accessory. (B)(4).

Event description:
It was reported, the patient was currently in ICU (intensive care unit) of the hospital where the patient¿s pump hcp does not have privileges. The patient was in the ICU due to emphysema and copd, not related to the patient¿s pump and was on a bi-pap breathing machine. Per the patient since about a week ago, he was having pain at his implant site and the patient¿s hcp wanted the patient to call to have a manufacturer representative come to the hospital to help the patient. The patient has lost a lot of weight, was having a burning feeling at implant site and can¿t lay on the implanted side. It was also tender to the touch. The pump was used to deliver hydromorphone, clonidine and bupivacaine. Additional information later reported the patient was having ¿problems¿ with their pump. Per the hcp no alarms were heard. Additional information has been requested, but had not been received as of the date of this report